Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that ht balance middleweight universal ii guide wire separated during the procedure; however, separated portion was retrieved. There was no adverse patient sequela and no clinically delay reported. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported material separation; however, the subsequent treatment appears to be related to the operational context of the procedure. The separated portion of the guide wire was retrieved from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.